Event description:
Physician reported patient experienced "pain in the breast radiating towards the armpit, volume loss in the breast with decrease in breast height" and confirmed rupture. Ultrasound observed "capsule rupture" and "silicone bleeding in axillary area". The device has been explanted and replaced with a non-allergan device. This relates to the left side. The reporter states the implant date occurred after the expiration date of the implant.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: rupture: observed 1 opening assessed as unidentified (tear) opening. (Shell thickness within specification). Pain: unable to observe as it is not related to the device. Silicone migration: unable to observe as it is not related to the device. Use error: observed device expiration date 19/jan/2016 additional observations: creases were observed. Brown particles observed in the device. Brown particles observed in the gel.

Event description:
Physician reported patient experienced "pain in the breast radiating towards the armpit, volume loss in the breast with decrease in breast height" and confirmed rupture. Ultrasound observed "capsule rupture" and "silicone bleeding in axillary area". The device has been explanted and replaced with a non-allergan device. This relates to the left side. The reporter states the implant date occurred after the expiration date of the implant.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Continued h6 (health effect ): f15.